Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced blood glucose (bg) levels of over 600 mg/dl. The customer was uncertain of the suspected cause. The customer delivered insulin via the pump, administered shots of insulin, and changed the pump supplies twice. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.